Event description:
On thursday morning, (B)(6) 2015, I put a band-aid adhesive bandage over a small cut just below my knee. On friday morning, (B)(6) when I was showering, I tried to remove the bandage. It was very difficult to remove. I had to hold down my skin, and firmly but carefully peel off the bandage. Because I had to tug so hard, there were small hemorrhage spots on my skin. Because I was in a hurry, I finished showering, dried off, and got dressed. That evening, when I took my jeans off, I could see exactly where the adhesive part of the bandage had been, because it had become discolored from jean material sticking to residue. I tried washing all of it off with soap and water, as well as with oil. Again, although I got it clean, I discovered there was still sticky residue when the material from pants stuck to it. It took two more days, with multiple scrubbing sessions, before it was no longer sticky. The hemorrhagic spots lasted about three days, too. I'm sorry, but I'm not sure of the exact type. When I buy bandages, I put them all in a single container, so I don't have the box. And the sleeve around the bandage doesn't say what type it is. It is a somewhat stretchy bandage that feels like pliable thin plastic. (B)(4).